Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The analyst noted that the stylet was not returned, therefore, the condition is unknown. Used a fresh stylet, and passed test without issues.

Event description:
It was reported that intra-operatively, the physician could not advance a stylet into the lumen on the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.